Event description:
This is related to a previous case reported for mi varnish in (B)(6) 2024. Doctor's patient had an allergic reaction to mi varnish and needed to use their epipen and go to the hospital. The patient had a known milk allergy and the hygienist did not check before applying the product. The staff was informed to check for milk allergies and that is when they learned they purchased mi varnish. The rep for the office is unsure if mi vanish was used as the hygienist was terminated the day the patient went to the office. The practice has returned all unused mi varnish as they are worried about having the product in the office.